Event description:
It was reported that the patient presented to the emergency room for a ventricular fibrillation event. Upon interrogation, it was observed that two high voltage shocks were aborted due to low high voltage impedance. A third shock was delivered successfully. The right ventricular (rv) lead was capped and replaced on (B)(6) 2021. The patient was stable.